Event description:
Consumer said that the string tore away from the cotton, and it broke the tampon in half. There was around half of the pledget attached to the string on removal the pledget separated leaving a portion in the vaginal canal.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.